Manufacturer narrative:
No button error alarm noted. Failure analysis found intermittent up arrow button due to corroded keypad trace. The insulin pump had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and cracked lcd window. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm while attempting to bolus. The customer's blood glucose was 124 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.